Event description:
A report was received that a stylet punctured the lead and went off into the soft tissue of the trial pt during the implant procedure. The proximal end of the lead looped around the epidural needle when placing in the stiff stylet. The pt is doing fine and is having no pain, no shortness of breath or pain in the ribs.